Event description:
It was observed that during the device evaluation, the fiberscope exhibited lifted bending section supporter pin. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.